Event description:
The report received from the medical affairs indicated that on (B)(6) 2003, the patient had two cypher stents placed in the mid lad due to "patient was too tired out to walk". Patient¿s medical history is significant for nkda, denies smoking or alcohol usage, cad, poor memory, diabetes and unspecified thyroid disease. In (B)(6) 2003, the patient experienced an unknown event. Treatment included placement of two unspecified cordis coronary stents in the rca. On (B)(6) 2003, patient experienced an unknown event. As treatment, an unspecified cordis coronary stent was placed in the proximal coronary artery (unknown if left or right). In 2006, the patient reported "the stents were going bad". Treatment included a coronary bypass of "4 or 5" vessels, and the patient was hospitalized for long time.

Manufacturer narrative:
The report received from the medical affairs indicated that on (B)(6) 2003, the patient had two cypher stents placed in the mid lad due to "patient was too tired out to walk". Patient¿s medical history is significant for nkda, denies smoking or alcohol usage, cad, poor memory, diabetes and unspecified thyroid disease. In (B)(6) 2003, the patient experienced an unknown event. Treatment included placement of two unspecified cordis coronary stents in the rca. On (B)(6) 2003, patient experienced an unknown event. As treatment, an unspecified cordis coronary stent was placed in the proximal coronary artery (unknown if left or right). In 2006, the patient reported "the stents were going bad". Treatment included a coronary bypass of "4 or 5" vessels, and the patient was hospitalized for long time. The stents remain implanted thus unavailable for analysis. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Cad. This is one of four products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2013-00104, 1016427-2013-00124, 1016427-2013-00125 and 1016427-2013-00126.